Event description:
Pt with all in remission, surgery on (B)(6) 2015 for removal of vascular port. The outer surface of the catheter was eroded, so catheter was tightly attached to soft tissue. Surgeon was able to mobilize the catheter from the soft tissue, but not from the left subclavian vein. The port was intact and working perfectly. Child went home fine, however he has the catheter in the left subclavian vein with the tip located in the superior vena cava. Child will need a pediatric thoracic surgeon to evaluate how the catheter can be removed safely.